Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture and separation were able to be confirmed. Based on a visual inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure of the narrow, moderately calcified, arteriovenous fistula (av fistula), the 5.0 x 40 x 80 mm fox plus balloon catheter was positioned and during the inflation at 14 atmosphere the balloon ruptured circumferentially. The distal balloon detached and stuck on the non-abbott guide wire. All of the balloon was removed from the anatomy without incident. It was noted that the stenosis was treated and a better result was achieved. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.